Event description:
A surgeon reports that two months after intraocular lens (iol) implant surgery, a pt reported a crease in the visual field that was distorting the vision. The lens was explanted. Add'l info has been requested.